Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the plunger was override the iol. Additional information was received stating the event happened during procedure when patient was on the table at the time. No patient harm occurred. Procedure was competed with no delay.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.10. (Previously reported viscoelastic "rayner ophteis " submitted in error) only the used device was returned inside the opened blister tray in the opened carton. The plunger lock and lens stop have been removed. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was not returned. The device was not damaged. The plunger was removed and evaluated. There was no damage observed to the plunger. The plunger was reinserted into the device with no abnormalities observed. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The reported condition of plunger override was not observed. Only the used device was returned. The device was undamaged. The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. It is unknown if the lens was in a proper position for advancement. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).